Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a communication failure and collimator too large error during a case. The 9900 system had to be removed and the procedure was completed with another system. No pt injury was reported.